Event description:
It was reported that customer received cartridge alarm on insulin pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions, blood glucose values, or any troubleshooting or support provided, and device was not returned for evaluation.